Event description:
The patient was complaining of pain from a screw originally implanted in 1996; exact date was not available. The fracture was fully healed and the surgeon was removing the screw on (B)(6) 2013. After the screw was successfully removed with a spare reamer tube, the surgeon noticed a fracture on the tube. While trying to remove the bone and screw the spare reamer tube broke. Breakage occurred outside the patient with no delay or impact to the surgery or patient. This is 1 of 1 report for complaint (B)(4). .

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation show that the measurable dimensions were found to meet the print specifications as per the drawing. The DHR review shows that correct manufacturing process and hardening procedures were used. A manufacturing conclusion cannot be presented due to the condition of the product. The results of the product development evaluation show that the spare reamer tube is part of the screw removal set (01.240.001) and contain instruments required for removing intact or damaged screws that are difficult to remove. The reamer components are screw diameter specific (1.0mm-7mm) and have a range of screw head recess applications to choose from as appropriate. Selection of the proper size reamer and screw head mating components are critical to successful removal of screws per the technique guide. The returned device was received broken with an 8mmx10mm section broken off from the distal cutting edge. Examination of the cutting teeth suggests collision with material other than the intended bone as the teeth are uniformly distorted and are no longer sharp. The complaint also indicates that the reamer tube was noticeably fractured during use but use of the damaged device continued and ultimately was broken. Cutting instruments such as these must be examined prior to use as per the procedure and should be followed. It is likely that this device was used in a manner other than what it is recommended for and subjected to forces beyond and impact with material other than what it is designed for use with. It is likely that the method of use employed with the returned reamer rather than any design deficiency has led to this complaint. The reamer device evaluated here is determined to be suitable for its intended use and the complaint invalid from a design perspective. (B)(6).

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. There is no synthes cross-reference lot number for lot number 2299609, for p/n 309.038; therefore, a DHR review is not possible. The lot number cannot be verified as a synthes lot number. The investigation is ongoing.